Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the patient had been using a hamilton c2 ventilator and started using a ht70 with the same settings. The ht70's saturation of peripheral oxygen (spo2) values didn't change, but the co2 value rose from 60 to 90. Although the device continued ventilating, the patient was transferred back to the hamilton c2 ventilator. The co2 value then declined to 60. There was no report of serious injury or death associated with this event.